Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that she needed assistance changing her mother's infusion set. The patient is a stage four cancer hospice patient. The patient had high blood glucose readings that exceeded 500 mg/dl and 600 mg/dl. The customer was treated with a manual insulin injection. The daughter was successfully assisted with changing her mother's infusion set. No products were returned or replaced.